Event description:
Consultant's brand new compression probe is not working properly and is reading malfunction. Consultant first tried using the probe on (B)(6) 2012 and it read malfunction. He then tried using it again (B)(6) 2012 and still read malfunction. It is not giving any measurements at all. There was no adverse effect to the pt.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records have been requested.